Event description:
It was reported that during a small joint procedure, the shaver was set to high speed, and it shot a lot of metal fragments into the pt's hand. The fragments were retrieved. Another blade of the same lot was used to complete surgery.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.